Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 520 mg/dl. Customer¿s current blood glucose is 530 mg/dl. Customer was experienced multiple blood glucose level of over 300, 331, 326 mg/dl. The customer also reported that the reservoir had air bubbles and he was able to remove the air bubbles. The insulin pump will not be returned for analysis.